Event description:
The head of theatre, reports via our sales rep, that it was hardly possible to insert the u-blade because the instrument did not lock as it should when pushed forward.

Manufacturer narrative:
Na